Event description:
A surgery center reported upon insertion of an intraocular lens (iol) into the left eye the trailing haptic had a tear. The incision was enlarged to 3.5mm and the iol was removed. A back up iol of the same model and diopter was successfully implanted. The patient has since recovered.

Manufacturer narrative:
The device was discarded and therefore not available for evaluation. Although requested, the inserter information was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.